Event description:
Per the clinic, the patient experienced a skin flap infection around the implant site. Treatment (type & date not reported) was attempted; however, the issue could not be resolved resulting in the exposure of the receiver/stimulator unit. The device was explanted (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
The device was explanted on (B)(6) 2013. This report is filed december 4, 2013.